Event description:
It was reported that during a procedure to implant a filter, the device became stuck in the sheath. The sheath and the device were removed together and no injury to the patient was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process, and the quality control testing. This lot met all release criteria. The returned sample was evaluated. The introducer sheath, with a filter inside towards the distal tip, was returned. There was no pusherwire returned. There appeared to be some perforations from the hooks of the filter in the wall of the introducer sheath between the bands. All sheath measurements were within specification. Although, there was no pusherwire returned, a cup impression was present. Using a mandrel, the filter could be easily pushed out of the introducer sheath. The filter was intact with 6 legs and 6 hooks. Heat was applied and the filter took shape. All filter measurements were within specification. The result of the investigation confirmed the failure to deploy as the introducer sheath condition indicates. The root cause is unk.